Event description:
It was reported that the device exhibited a long charge time and premature battery depletion. The device was explanted and replaced without complication. Patient was doing well post-procedure.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory and was due to low battery voltage. The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.